Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller stated they couldn't get the stimulator to work. Caller said they kept getting no device found, even after resetting controller. Caller also said the recharger paddle had been getting hot. Caller said they met with a rep in office and let them know about the paddle then and was told to call (B)(6), about getting no device found and was again told to call (B)(6). Caller said yesterday they tried all day long trying to get controller to work, but it wouldn't work at all and patient needed the relief. Agent reviewed no device found information. Caller said the patient's implant was probably empty now because they last charged to 70% a couple days ago and they have to charge every day. Caller also mentioned patient was in pain. Caller did not see any damage to the cord but said the paddle itself looked kind of rough. Caller tried to start a recharge session and was able to start recharging excellent, controller 100%, implant in the red. The issue was not resolved. A request was sent to the repair department to replace the recharger.